Manufacturer narrative:
Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a history of driveline infections - pseudomonas aeruginosa; staph driveline infection candida mv endocarditis which began in (B)(6) 2016 through (B)(6) 2018. The patient was treated with antibiotics; on IV cefepime and po fluconazole.

Manufacturer narrative:
Approximate age of device: 9 months. Manufacturer's investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient ultimately expired (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event. It was reported that the patient had a history of driveline infection (pseudomonas aeruginosa and staphylococcus), as well as endocarditis, which began in march 2016. The patient was administered IV cefepime and oral fluconazole. The patient remained ongoing on (B)(4) until they expired (B)(4). No further information was provided.